Event description:
Patient presented with symptoms of a recurrent hernia seven months following repair of a previously repaired hernia. Patient was taken to the or for diagnostic surgical procedure. Found old collagen mesh from previous hernia repair balled up into the old hernia sac mimicking a hernia. There was no recurrent hernia from the proceed mesh. Adhesions were noted during the procedure.